Event description:
It was reported that the 2800 system would not save images and the foot-switch would not work. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue is currently under investigation.